Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was over 300 (mg/dl). The contact reportedly contacted the doctor to find out how much insulin the customer needed via manual injection. A manual injection was administered to address bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.